Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator the explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was unable to charge the ipg and the battery was depleting quickly after a non-device related surgery. The physician suspected that extensive cautery used in the procedure caused the malfunction. The patient underwent an ipg replacement procedure and was reportedly doing well. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4)).

Manufacturer narrative:
Correction to the initial MDR in field h10. Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4), description: precision spectra implantable pulse generator the explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was unable to charge the ipg and the battery was depleting quickly after a non-device related surgery. The physician suspected that extensive cautery used in the procedure caused the malfunction. The patient underwent an ipg replacement procedure and was reportedly doing well. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).